Manufacturer narrative:
The date of initial implantation is unknown at the time of this report. (B)(4). Device not returned to the manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).